Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a 15cm ultraflex distal release esophageal ng stent was used during an esophageal stenting procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a stricture due to an 8cm malignant lesion, which was located 20cm inside the esophagus. Reportedly, the stricture was very tight and had not been dilated prior to the procedure. During the procedure, the physician was not able to pass the endoscope across the target site to locate the distal end of the lesion. The physician passed the guide wire and confirmed by x-ray that the wire was deep in the stomach. The endoscope was then removed from the patient while the wire was left in place. The stent was loaded onto the wire and was advanced into the esophagus. However, resistance was encountered when the stent reached the proximal part of the lesion. The physician tried to push it but the delivery system started to buckle, so he removed the stent and used rigid dilators to dilate the lesion up to 11mm. He tried to advance the stent again, however, the same problem occurred. The 15cm ultraflex distal release esophageal ng stent was removed from the patient and the procedure was completed with a 12cm wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the ultraflex stent was partially deployed.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: an ultraflex distal release esophageal ng stent was received for analysis. Visual examination of the returned device found that the distal stent loops were deployed. No issues were noted with the profile of the remaining crocheted section of the device. It was noted that the shaft was slightly bent proximal to the stent. Measurements of the outer diameter taken at various locations along the length of the crocheted stent were within specification. Device analysis determined that the condition of the returned device was consistent with the reported buckling of the delivery device during the procedure. The lesion was reported as being very tight and therefore a contributing factor to the difficulty advancing the device to the lesion. The cause of the reported deployment difficulties and the noted device defects was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.